Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. D4: batch # 326a51. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload present. The reload was received fully fired and with the swing tab in the locked position. The device was tested with test reloads for functionality in the three (green, blue, gold) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. In addition, twelve b-formed staples were received along with the device inside of a plastic bag. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported by that during a colectomy procedure, the knife stopped moving forward. The deployed staples were unformed. Another device and cartridge were used to complete the case. It was reported that the procedure was not converted and it was unknown why the knife did not move. It was reported that the patient is stable. There were no adverse consequences to the patient.